Event description:
The patient was admitted for evaluation and treatment of suspected thrombus. The patient presented with high watts confirmed on log file review and hemolysis medical management was initiated but at last report the patient remained hospitalized with power consumption above normal operating parameters.

Manufacturer narrative:
The vad is used for treatment not diagnosis. The hvad pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high watt consumption" event was confirmed via review of the controller log files, which revealed an increase in power consumption starting approximately a month before the reported event date. Power consumption was above the normal operating range on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Additional information: patient discharged on (B)(6) 2015 with stable parameters. No additional information will be forthcoming.

Manufacturer narrative:
Device not being returned.